Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a dlp¿ ¿y¿ type coronary perfusion adapters, it was reported that during delivery of cardioplegia, one of the connectors on the arm was blocked and flow could not pass through it. There was no blood loss and the procedure was only delayed by one minute as a new cannula was opened. The procedure continued without issue or harm. There was no damage to any packaging before use. The cannula was not heated or cooled prior to use but was used to deliver cold blood cardioplegia which is normal usage. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a blockage in the stem on one of the luer fittings. During the cleaning process there was little to no flow through the luer fitting with the blockage. The reason for the return was confirmed. Correction b5: medtronic received information that during use of a dlp ¿y¿ type coronary perfusion adapter, it was reported that during delivery of cardioplegia, one of the connectors on the arm was blocked and flow could not pass through it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.